Event description:
The analyzer produced an initial total beta-human chorionic gonadotropin result of 1.66 iu/l on a pt serum sample. The same serum sample was re-tested later the same day, and a result of 693 iu/l was posted. One week later, a serum sample from a different pt posted a total beta-human chorionic gonadotropin result of 2.00 iu/l. The same serum sample was retested later the same day, and a result of 748.66 iu/l was posted. There was no report of pt harm as a result of either occurrence.